Event description:
It was reported that the patient presented to the hospital and was unstable. Device interrogation revealed vf episodes with some appropriate but also inadequate therapy. Review of the log files showed undersensing due to extreme fluctuations in signal amplitudes. It was later reported that the patient expired due to multiple organ failure.